Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/13/2024, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6)2023. Date of event is an approximation. It was reported that the patient experienced a skin reaction with itching, burning, blisters, drainage, and discolored skin under the sensor pod area which occurred the day the sensor had been inserted into the abdomen. The skin was prepped with soap and water prior to sensor insertion. The skin reaction was treated with a prescription of oral keflex. No other patient or event details were provided as the patient stated this event occurred a long time ago (approximately around (B)(6) 2023) and she can no longer recall all the details. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.